Event description:
The user has ongoing issues with the device. The user suffers from swelling and tenderness over the left implant site that persisted despite medical management. It was recommended to proceed to the or for incision and drainage of left scalp seroma with doxycycline wound irrigation on (B)(6) 2024. Intraoperative cultures revealed no growth. The user was last seen in the clinic on (B)(6) 2024. Skin irritation at the implant site with very superficial hardware was observed. It was recommended to use bactroban and to stop using the audio processor. At the most recent visit, concerns regarding a potential infected implant extrusion were discussed. Explantation surgery is scheduled for (B)(6) 2025. Reimplantation is planned 3 months post op in order to allow the site to heal. This report refers to 9710014-2025-00114. For further information please refer to this report.